Event description:
It was reported that approximately 12 months post implant of a bifurcated device, a suprarenal aortic extension and a limb extension, the patient presented emergently to the hospital emergency room with unknown symptoms. The hospital performed a computed tomography scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting an infrarenal aortic extension and another bifurcated device. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Based upon the clinical review, the reported type iiib endoleak was confirmed. There were adequate imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre-implant CT scan. Cautionary product use that might have contributed to this complaint included: severe calcifications involving the iliac arteries, aortic neck and the aneurysm sac. Twelve months post implant, it was reported that the patient presented with acute abdominal and back pain. A type iiib endoleak and rupture were confirmed. The secondary procedure was confirmed; 28 mm infrarenal and 28 mm bifurcated stent relining was technically successful; postoperatively the patient was stable. The final patient disposition was unknown due to lack of information. Patient factors that might have contributed to this event included: current tobacco use and obesity. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause could not definitely be determined, but the off-label use of the device in contact with severe calcifications involving the iliac arteries, aortic neck and the aneurysm sac would appear to be the most likely factor. It could not be determined if a device issue contributed to the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.